Event description:
It was reported that pump experienced malfunction with displayed code, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical staff, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.